Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds)was returned for analysis. A visual examination of the stent found that the proximal end of the stent was damaged and stent struts were lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the circumflex artery (cx). A 2.50x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the stent was stripped off the catheter while passing through the lesion. The dislodged stent was removed with a snare and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the circumflex artery (cx). A 2.50 x 16 mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the stent was stripped off the catheter while passing through the lesion. The dislodged stent was removed with a snare and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.